Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is confirmed. -visual evaluation noted damage on the edges around the device, nicks on the shaft, and abrasion marks on the base of the angled reamer of the angled reamer sleeve, 20°. -functional testing with the mating part ar-9676 indicated that the devices failed to rotate freely and became stuck, due to the abrasion marks on the outside shaft surface and chips on the edges. Ar-9597-20 and ar-9676 were received separately. The most likely cause for the reported failure can be attributed to misaligned insertion or prying/leveraging the device during insertion causing interference with the mating instrument.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/08/2025, it was reported by a sales representative via (B)(4) that an ar-9597-10 reamer sleeve and ar-9676 driver shaft are stuck together. This occurred during use in a case with no patient effect.